Event description:
It was reported that opened the implant box to remove the implant and notice the outer package/blister was cracked and peeled open. I examined the packing to determine if the inner blister was still sterile and noticed the implant had black markings and smudges so decided not to use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pack damage involving a gmrs tibial component was reported. The event was confirmed. Visual inspection was performed on the returned pack. The carton was obviously damaged with tears and compression marks which is evidence of excessive handling. Black markings and smudges are noted between the component and the skin pack. These markings appear to be as a result of movement of the component within the skin pack which has caused generation of petg debris within the pack. There is scuffing evident on the surface of the proximal tibial component. Material analysis concluded that the markings comprised of carbon based material which is the result of excessive movement during handling which has also caused transfer of packing material to the component and also resulted in the observed burnishing on the component. Records received and evaluation not performed as the device was not implanted. Device history review was satisfactory. Complaint history review confirmed that there were no other similar events reported for this lot. Visual inspection determined that the returned pack was damaged and had been subjected to excessive handling. No further investigation for this event is possible at this time.

Event description:
It was reported that opened the implant box to remove the implant and notice the outer package/blister was cracked and peeled open. I examined the packing to determine if the inner blister was still sterile and noticed the implant had black markings and smudges so decided not to use.